Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. In follow up with the customer, it was reported that swapping out the light source and reconnecting the maj-1933 digital cable seemed to resolve the issue. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
In troubleshooting with olympus technical assistance center (tac), the customer confirmed they were not plugging in the scope wet. Tac advised the customer to check if they had a maj-1430 plugged in at the same time of using the 190 series scopes and to try swapping out the light source. The customer later confirmed through a phone call that he swapped out the light source and reconnected the maj-1933 digital cable. The connection was secured and issue was then resolved through troubleshooting and device return is not expected. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had intermittent image and displayed color bars. There were no reports of patient harm.